Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. There was also an untreated episode stored due to the same oversensing of noise. The sensing vector was set to the primary vector. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.